Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump was accidentally dropped and the connector snapped, after which the user removed the connector and cartridge and continued monitoring blood glucose that remained stable at 73 mg/dl with a flat cgm trend. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included complaint history review, user interview and receipt and inspection of the returned device. Investigation of this case revealed physical damage to the connector consistent with accidental drop and no evidence of device malfunction affecting glucose control. It was concluded that the event was due to accidental damage and that the event involved a mechanical failure of the luer connector, with no patient harm and resolution through replacement supplies.